Manufacturer narrative:
Follow up #1 - 11/04/2014. The products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed on 10/30/2014 for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to have high accuracy/precision at 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) germany alleging their onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy started on (B)(6) 2014 at 12am. The patient reported obtaining blood glucose readings of ¿157mg/dl¿ with the subject meter and ¿124mg/dl¿ on the reference meter (ot ultrasmart), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lfs¿ accuracy criteria. The patient manages their diabetes with insulin (self-adjuster), and denied taking any action in regards to their usual diabetes management regimen in response to the alleged inaccurate high results. The patient claimed that 2 hours after the meter inaccuracy began they developed symptoms of ¿sweaty and feeling unwell¿ when they were obtaining the high readings. At an unclear time after the alleged issue occurred, the patient reportedly consumed food/drink as self - treatment. At the time of trouble shooting, the csr determined that an approved sample site was used for testing. The patient did not have any control solution at the time to test the subject meter and test strips, the patient phoned back on (B)(6) 2014 to test with control solution, control solution was found to be in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.